Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware / history files using thumps and thus application. Pump error 131 alarm (processor alarm) confirmed in history file or traces 11/03/2025 13:03:01:000 pm due to moisture damage at electronics assembly. Unable to verify frozen screen due to critical pump error alarm. Unit received with cracked battery tube threads, cracked case near belt clip rails and fading serial number label. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 131 alarm due to moisture damage. Unit confirmed damage at battery tube side. Unable to verify frozen screen due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and open book image alarm. The customer also mentioned that the pump screen was frozen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for a pump alarm. The customer was not able to clear the alarm. Troubleshooting was performed for a display issue. The customer reported a frozen screen. Buttons were not responsive, and the time clock did not advance. The battery was replaced, but the screen remained unresponsive. Troubleshooting was performed for a critical pump error and explained that the pump performed safety checks and an error was found. The pump did not show any signs of damage. The customer was instructed that the pump would be replaced. No harm requiring medical interventions were reported. The product mmt-1880l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.